Manufacturer narrative:
Investigation results: a visual inspection of device showed that the outer extrusion shaft was broken. The scissors could not open and close to cut due to broken outer extrusion shaft. The complaint is confirmed. A corrective action has been initiated to address this failure mode.

Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors on the harvesting cannula stopped cutting. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. On october 5, 2004, failure analysis confirmed the outer extrusion shaft was broken. This is reportable MDR.